Manufacturer narrative:
-

Event description:
--

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced a heart attack and alleged that the device is not working as intended and needed a device change out. A boston scientific technical services (ts) was contacted on how to procedure following the patients recent heart attack. The agent advised patient on how to contact a facility and also discussed that this device does not treat for heart attacks it will only treat fast arrhythmia's. At this time the device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.